Manufacturer narrative:
X-ray. Additional manufacturer narrative: customer report of calcification and stenosis was confirmed. Heavy calcification was observed in the cusp area of leaflets 1 and 3. Minimal calcification was also observed in the cusp area of leaflet 2. Free margin of leaflets 1 and 3 exhibited heavy calcification near commissure 1. Leaflet 3 was torn approximately 9mm at the cusp area. Leaflet 1 was also torn approximately 3mm near commissure 1. Calcification was visible near the tears. Calcification restricted mobility of leaflets 1 and 3 and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest point by approximately 11mm at outflow aspect and 6mm at inflow aspect. Host tissue was minimal at both stent outflow and stent inflow. The x-ray demonstrated calcification and wireform distortion. Wireform was deformed at leaflet 2 and exposed at outflow aspect of leaflet 3. Based on the information received and device evaluation the clinical observation was confirmed; however the root cause is indeterminable. The patient's known comorbidities may have been a contributing factor to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has received information that a 23mm aortic valve was explanted after an implant duration of five (5) years, eight (8) months due to stenosis secondary to calcification. The 23mm bioprosthetic valve was explanted and replaced with a non-edwards mechanical valve. The patient's outcome was reported as good.

Manufacturer narrative:
The device was returned to edwards for visual evaluation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.